Manufacturer narrative:
The alleged broken kfb035 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: -failure to size the diameter of the tunnel relative to the graft properly may result in suture breakage due to excessive force required to advance the graft. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, kfb035, was being used during an acl procedure on (B)(6) 2020 when it was reported that, "snapping of the infinity button when inserting the acl." The procedure was reported as not being completed as a report of 1-2-hour delay. There was no report of injury to the patient or user. No report of medical intervention or hospitalization as well. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.